Event description:
Failed total hip arthroplasty with fractured femoral prosthesis stem. Implanted 2000. Pt began to complain of left hip pain 2/03. X-rays demonstrated that the prosthesis stem in the femur had broken in half. In 2003 surgeon performed revision total hip with long stem prosthesis and strut bone graft. Oti was informed by its' sales agent that the patient had fallen and fractured the femur.